Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00456. A facility reported that a bactiseal catheter (ID (B)(4) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023. The device was used along with disposable split trocar (ID (B)(4). On (B)(6) 2023, the patient presented with shunt malfunction symptoms and catheter fracture was discovered on shunt series, a revision surgery was done. Laparoscopy was performed to retrieve distal shunt catheter fragment on the distal catheter. The patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023.

Manufacturer narrative:
The disposable split trocar (ID (B)(4) was not returned for evaluation, however an x-ray image was provided: failure analysis / root cause: evaluation of the image confirms the separated catheter but does not confirm use of the trocar is related. Other potential causes of catheter fracture have been related to trauma, wear and tear, and/or mechanical stress.